Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits a circumferential fracture at the distal side of fiber/glass fusion zone at the bevel edge. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may exist. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap was detached and returned. The metal cap exhibits moderate detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Unintended use error caused or contributed to the observed circumferential fracture. Tissue adhesion through constant and heavy tissue contact, can lead to continuously elevated temperature at the fiber tip near the laser beam output window. This factor is identified as a major cause of the noted glass cap detachment. Based on the observed glass cap detachment, this investigation will be assigned a conclusion code of known inherent risk of device. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode.

Event description:
It was reported that the top of the fiber broke off inside the patient during a photoselective vaporization of the prostate procedure. The fiber tip was removed from the patients bladder by using a stone retrieval device. The fiber was replaced and the procedure was completed with no clinical consequences to the patient.

Event description:
It was reported that the top of the fiber broke off inside the patient. The physician removed the top of the fiber from the patients bladder by using stone retrieval device. The procedure was completed utilizing another of the same device with no clinical consequences to the patient.